Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There were no further details provided.

Manufacturer narrative:
The subject pcf-q180al has not been returned to olympus medical systems corp. (Omsc) for evaluation yet. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
After the reprocessing the subject device, the facility performed the microbiological testing for the subject device and it was passed. The facility left the subject device in the cupboard for 9 days. Then the facility used the subject device to the patient without reprocessing. There was no patient injury report related to the event.